Event description:
It was reported by service report that the scale/bed exit was not working properly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: load cell.